Event description:
During a procedure to withdraw a vena cava filter, the gooseneck system was used to collect the filter in the vascular lumen. The iridium platinum mark located at the distal tip of the snare catheter detached an migrated in the blood stream. It has not been retrieved. No injury to the pt reported.